Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of smelly incision site and fluid discharge were noted. The patient went to the emergency room (ER) and was prescribed antibiotics.